Manufacturer narrative:
H3, h6: visual inspection and functional testing could not be performed because the devices, used in treatment, was not returned for evaluation. Thus, the complaint could not be verified, and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends. The probable root cause for the (incomplete stitch) is when device is deployed too distally, too rapidly, not held steady, or insufficient forward counterforce applied. This is a technique related issue and can be easily prevented with proper device use. The IFU contains precautions about using of the device under these conditions. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time. Should additional information be provided, this complaint will be re-assessed. The risk management documentation was reviewed and found to contain this failure mode within the risk file, no updates are required. The instruction for use outlines precautionary statements and instructions in regard to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a knee procedure, the loaded novostitch gun was successfully used with the preloaded cartridge. With subsequent suture cartridges only one limb would pass and be captured by novostitch. The problem was solved using a fast fix 360 with a delay shorter than 30 minutes. No further complication was reported.